Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer experienced an issue powering up the system and having it show as ready for use. The operator discovered that the patient side cart (psc) breaker was turned off, so they power-cycled the system and turned the breaker back on. The system then powered up normally. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, staff experienced an issue powering up the system and having it show as ready for use. The operator discovered that the patient side cart (psc) breaker was turned off, so they power-cycled the system and turned the breaker back on. The system then powered up normally. The procedure was reported as converted to open surgery for an unspecified reason. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.